Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Bottom part of refill popped out, one time it came out in mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via phone on (B)(6) 2016 that he or she used oral-b power oral care refills dual action, and the bottom part of the refill popped out. One time the part came out in his or her mouth. The consumer tried a few other refills from the package, and reported they all had the same problem. The reporter stated the refills had been purchased a few days ago, and they were thrown away due to being defective. No symptoms developed. The consumer reported the same exact version of product had been used in the past without reported incident.